Manufacturer narrative:
Exemption number e2019001. The device was returned for analysis, and visual and functional inspections were performed on the returned device. The reported obstruction of marker lumen flow was not confirmed.the stretched sheath was confirmed as guide separation. The difficulty to insert could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the proglide instructions for use (IFU) states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. Additionally, reported patient effects of, tissue damage (vascular injury) and surgical procedure/exposure are listed in the proglide instructions for use (IFU), as potential adverse events. The reported difficulties appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. H6: device code 2017- improper or incorrect procedure or method the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.na

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior a diagnostic angiogram procedure. Reportedly, when inserting the proglide into the vessel, it did not feel right and there was not consistent blood flow coming from the marker lumen. The device had not been deployed and the foot had not been opened. An attempt was made to advance and retract the device; however, it would not move. The device was torqued and met resistance. Additional force was applied to retract and remove the device and there was a little "give", but the device still felt attached to the vessel. Cut down surgery was performed and it was noted that the proglide device had stretched between the distal and proximal guide area.. Additionally, it was noted that the foot was partially open and embedded in the anterior vessel wall. Hemostasis was achieved with surgical suturing after the cut down. There was no adverse patient sequela. There was reported clinically significant delay in the procedure or therapy due to the need for the cut down. No additional information was provided.